Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that the system had handpiece reflux and vacuum issues and the handpiece may be occluded during a surgical procedure. Additional information has been requested but not able to be obtained.

Manufacturer narrative:
Additional information is provided. Additional information was requested but not able to be obtained. The company service representative examined the system and was able to confirm the reported events. The company service representative found that the customer was not properly handling and cleaning the handpieces, causing the reported events. The company service representative instructed the customer on correct handling and cleaning of the handpieces. The system was manufactured on june 20, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to improper handling and cleaning techniques of the associated handpieces by the customer. The manufacturer internal reference number is: (B)(4).